Manufacturer narrative:
B3: unknown. Device evaluation: one device was received for evaluation. Visual inspection found a cracked plunger case. There was a 'check clutch plunger lever' revealed in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the root cause was due to a combination of dirty and worn-out lead screw and both clutch halves due to normal wear. The lead screw and both clutch halves were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited a travel coarse error. The event occurred during preventive maintenance few days ago, there was no patient involvement.